Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the port. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cp00002 port & catheter allegedly experienced a fluid leak. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a (B)(6) year-old male, weighing (B)(6) kg.